Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that auto r wave measurement is not aligned with printed real time egm. The device remains in use. No patient complications have been reported as a result of this event.